Manufacturer narrative:
Date of event: unknown. Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had aspiration issues. The following information was provided by the initial reporter : the verbatim report of the customer is that the drug solution could not be aspirated properly.

Manufacturer narrative:
H.6. Investigation: customer returned (2) 0.3ml bd insulin syringes from lot# 1081069. The customer reported that the drug solution could not be aspirated properly. The returned syringes were examined, then tested for flow: both syringes were able to draw and expel properly. The alleged defect was not observed on the returned samples. A review of the device history record was completed for batch# 1081069. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had aspiration issues. The following information was provided by the initial reporter : the verbatim report of the customer is that the drug solution could not be aspirated properly.